Event description:
Plasmablade device appeared to have a chip in the insulation of the blade. Chip was detected 15 min into surgery after tip was bent several times. There was no missing chip/piece observed or recovered. Device was taken off of surgical field and a new device was used to complete the case. No patient impact / injury.

Manufacturer narrative:
(B)(4). Method, results, conclusion: device has been returned to manufacturer and pending investigation results. (B)(4).

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review testing performed: complaint device: device: peak plasmablade 4.0 product code (sku): (B)(4) serial / lot number: 498348 (obtained from label on biohazard bag) expiration date: n/a quantity returned: 1. Visual inspection: the device was shipped in a (B)(6) envelope containing one plasma blade 4. The device was in a zipped locked bag inside a sealed biohazard bag. The device had dried blood on the handles which indicated evidence of use. The plasma blade tip appears to have some of its coating missing; and 'hairline' cracks in its coating. Functional inspection: n/a, because issue was that the blade was chipped. Lhr review: a review of the lhr for this device, lot # 49348 indicated: "particle(s) inside tray' noted during manufacturing. No follow-up noted in the lhr regarding the specific nature of the 'particle(s) observed. Investigation conclusion: the complaint was confirmed based on visual inspection of the plasmablade tip whereby the tip had some of its coating missing. Perhaps, the 'particle(s) inside tray' noted in the lhr during manufacturing were from this device because no chip(s) of coating were observed or recovered in the field after the blade tip was observed to have some of its coating missing. It is predicted that this failure was the result of improper manufacturing. (B)(4).

Event description:
Plasmablade device appeared to have a chip in the insulation of the blade. Chip was detected 15 min into surgery after tip was bent several times. There was no missing chip/piece observed or recovered. Device was taken off of surgical field and a new device was used to complete the case. No patient impact / injury.